Event description:
It was reported that during a device interrogation right ventricular (rv) lead polarity had occurred, and the impedance had dropped significantly in bipolar and unipolar polarities. The rv threshold in bipolar encountered loss of capture. The rv lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.